Event description:
It was reported that during an in-clinic check, the device exhibited episodes of non-sustained ventricular tachycardia (nsvt). Most were due to atrial fibrillation with rapid ventricular rates, and there was also far-field undersensing. It was noted that the patient had forgotten to take their medication. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
Correction: section d1, d4 - this supplemental report notes the correct brand name, model number, and serial number.